Event description:
It was reported that hemostatic valve leak occurred. A left atrial appendage closure procedure was being performed and a watchman trusteer access system (was) was advanced and a versacross wire and pigtail catheter were advanced inside the was. The physician observed that the hemostasis valve was leaking blood. The hemostasis valve was tightened more than normal, however when contrast was performed through the side port, it sprayed through the hemostasis valve rather than through the sheath. The hemostasis valve was tightened more and another contrast shot was performed successfully.